Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. Three forceps samples were received. Two of the three samples were unopened and unused in their original packaging. The used forceps was found in the outer blister including the cover foil. The used forceps was very bent. The device history record for the affected lot was reviewed by the manufacturer. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The used forceps was very bent and in insufficient condition for investigation. The sample was not returned properly and was probably additionally damaged during transport. Due to the condition of the sample, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained device could not be identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that four ophthalmic forceps stuck in the open position and would not close. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that all four forceps were stuck or sticking in the open position during the same vitrectomy and retinal surgery. An alternate forceps from a different lot number was obtained and used to successfully complete the procedure. There was no harm or consequence to the patient. Additional information is not anticipated.